Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on the nozzle, adhesive on the bending section cover, bending section cover, and the up/down and right/left knobs. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection, the colonovideoscope exhibited foreign objects on the nozzle, adhesive on the bending section cover, bending section cover, and the up/down and right/left knobs. However, the device was returned without reprocessing due to other (non-reportable) defects, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.